Event description:
The patient reported the v-go device fell off in the shower after 10 hours of wearing. The patient stated this was the first device that has fallen off. The patient further explained there was no interference with clothing or any increased movement beyond taking a shower. The patient did not have the device available as she already threw it away.